Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, the helix/lobe was distorted/bent, there was tissue on the helix, the lead appeared damaged at implant and the lead was stretched; the analyst noted that the lead was returned with the helix fully extended, with blood and tissue on it, and the distal conductor was distorted within the connector; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician stated that after the lead was repositioned, the helix would not retract. The lead was not used and was replaced. No patient complications have been reported as a result of this event.